Event description:
It was reported that when using the pyxis medstation es system auxiliary tower door 7 and 5 failed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower doors five and seven showed an error message that was not detected on the communication bus. A field service engineer verified that the tower end of the auxiliary cable was tightly fastened, but the end on the main had a broken jackpost, and the cable was not plugged in properly. A field service engineer replaced the jackpost with a different machine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.